Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd precisionglide¿ needle did not have a "faceted tip" on the bevel, and the hub was damaged. All defects were noticed before use. The following information was provided by the initial reporter, translated from portuguese to english: "several needles came with no faceted tip on the bevel and with problem in the hub."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle did not have a "faceted tip" on the bevel, and the hub was damaged. All defects were noticed before use. The following information was provided by the initial reporter, translated from portuguese to english: "several needles came with no faceted tip on the bevel and with problem in the hub."